Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin squirts while priming. The customer's blood glucose value was unknown. The customer reported that they changing battery every 1 to 2 weeks and insulin pump had rejecting new batteries. The troubleshooting was not performed. The insulin pump will not be returned for analysis.